Manufacturer narrative:
The customer contacted a siemens customer care center (ccc). A customer service engineer (cse) was dispatched to the customer site. The cse verified that the alignments were within specifications and ran four precision runs which all passed. Quality controls (qc) recovered within range at the time of the event. There were no instrument errors at the time of the event. No other patient samples or assays were affected. Sample collection and handling errors with the original sample cannot be ruled out. It is unknown if the sample tube was sufficiently mixed 3-6 times immediately after blood collection or if there were any clots present in the sample tube. The cause of the discordant, falsely elevated prothrombin time (pt) result and the discordant, falsely elevated prothrombin time international normalized ratio (inr) result is unknown. The reagent is performing according to specifications. No further evaluation of this device is required.

Event description:
A discordant, falsely elevated prothrombin time (pt) result and a discordant, falsely elevated prothrombin time international normalized ratio (inr) result were obtained on a patient sample on a sysmex cs-2500 system using dade innovin reagent. The discordant results were flagged with the error "upper report limit over". The discordant results were reported to the physician(s) and were questioned by the physician(s). The patient was redrawn and the new sample was run for pt and inr, both resulting lower. These pt and inr results were reported, as the correct results, to the physician(s). Three days later, both the initial and the redrawn samples were rerun for pt and inr on an alternate sysmex cs-2500 system. The results matched the pt and inr results previously obtained for the redrawn sample. There are no reports of patient intervention or adverse health consequences due to the discordant, falsely elevated prothrombin time (pt) result and the discordant, falsely elevated prothrombin time international normalized ratio (inr) result.